Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with zygenta (80 milligram, frequency, duration and route not reported), meropenem (500 milligram, frequency, duration and route not reported) and vancomycin (1gram, frequency, duration and route not reported) for the event. At the time of this report, the patient had recovered and treatment was discontinued. Action taken with the dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.